Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the gas cap of the ethylene oxide gas valve was stuck was confirmed. The device evaluation also found another reportable finding, distal end of the bending section was detached. Other findings were; the bending section cover was peeling and exposed thread, faded olympus logo and white indicators on insertion tube due to chemical on insertion tube, and labels are peeling off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a specific root cause for the reportable phenomena (stuck gas cap could not be identified. The instructions for use identify verbiage that can prevent the phenomena within "chapter 5 reprocessing the endoscope" and "chapter 6 reprocessing the accessories". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the cysto-nephro videoscope gas cap was stuck on the scope, it was the wrong cap. The issue was found during reprocessing. There was no patient involvement.